Manufacturer narrative:
Model number, lot number, catalog number, expiration date, UDI, implant date, MFR site facility name, MFR site address, MFR site city, MFR site country, ad device manufacture date were all updated.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. There were no patient complications reported. At the follow up procedure a transesophageal echocardiogram (tee) was performed and it was noticed that there was a device related thrombus. It was further reported that the watchman was implanted (B)(6) 2018. The follow up tee was performed on (B)(6) 2018. The tee revealed a small mobile thrombus on the top side of the device. The patient was put on eliquis twice daily for 3 more months and then a repeat tee will be performed.

Manufacturer narrative:
The event date was not reported. The aware date was used instead.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. There were no patient complications reported. At the follow up procedure a transesophageal echocardiogram (tee) was performed and it was noticed that there was a device related thrombus.